Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining a higher than expected gi monitor result for gi monitor on one patient's sample that did not match results from previous gi monitor testing of the same patient that were generated by the unicel dxi 800 access immunoassay system. Erroneous results were reported out of the laboratory. However, the sample was repeated and the result recovered lower as expected and amended reports were issued. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Per the customer, a system check was performed on (B)(6) 2010 and all portions passed within published specifications. The customer stated level 1 qc for gi monitor has occasionally resulted out high. Per service history, a field service engineer (fse) was dispatched on (B)(6) 2010 for this event and replaced, adjusted, and cleaned some hardware, but the gi monitor precision tests still produced erratic results. The fse returned on-site on (B)(6) 2010 and replaced the transducer assembly for the corresponding hardware previously replaced. The fse ran precision testing again, which passed.